Event description:
Technician alleged the bed was not going into trendelenburg.

Manufacturer narrative:
Technician found broken plastic on trendelenburg mechanism. He replaced trendelenburg mechanism to correct. No pt impact reported.